Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported a fault in three quick sets out of a box. The tubing came off from where it attaches to the cannula. The patient did not used other infusion sets present in the box. No further information available.